Event description:
It was reported that the patient was never easily able to recharge the device. He mentioned that even with initial (almost) maximum amount of "black blocks" (good contact with battery) he had to recharge for many hours each time. Ten hours of recharging was not unusual. It was hard for him to keep good contact between the recharger and the battery. It was a hassle for the patient. Since (B)(6), it was no longer possible to recharge the device. There was a first revision wherein the physician tried to place the device more superficially, but this had no positive effect on the recharging. It remained impossible for the patient to recharge the device. It was decided and a second revision was done to replace the rechargeable device with a non-rechargeable one. It was reported that there was no injury and the patient was fine. Additional information received reported that coupling was 0 blocks since (B)(6) 2012. Further information received reported there was telemetry, but there were recharging problems.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed no significant anomalies. There were no anomalies found with the recharging or the coupling during recharging. The battery had reduced capacity due to overdischarge though. It was noted four of the last five recharges that were done while the device was implanted had 0 bars of coupling 5-7 minutes into the recharge session, and consequently the battery did not charge during the recharge session. This seemed to indicate that the patient was unable to keep the recharge antenna in the proper position over the ins for an extended period of recharging.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.